Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter displayed an error 4. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages his diabetes with a combination of insulin medications. The patient stated that he took less food/drink on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "low blood sugar, sweating and dizziness" one month after the alleged product issue began; however the patient denied that treatment was received. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with walk-through troubleshooting, the test strip completely drew in the blood sample, the patient was using the correct testing technique, the subject meter was not being used for the first time and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during meter testing. A DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).